Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2015 with the following findings: black box shows multiple power interruption and ¿cs052¿ alarms on 04/25/2015, returned battery cap and cartridge cap were used during investigation. Battery compartment is cracked from threads down to the case seal on the side. Moisture corrosion is observed on the display screen inside the pump; the pump failed a leak test due a battery compartment leak. The pump powers up with a hard ¿cs052¿ alarm upon start up. The pump¿s cover was removed, further moisture ingress was found inside the pump to the display screen, the motor flex and to the rf transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.